Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/24/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was observed in an open deployed state in the delivery device. There were no visual defects observed on the intact seal or delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000346678 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, when the seal of the hst iii system (4.3mm) was released from the delivery device into the blood vessel, it did not open, so continued use of the device was abandoned. A small amount of bleeding was observed. No blood transfusion was administered. This time, the procedure was completed successfully with a new device. There were no delays. No health damage to the patient occurred.